Event description:
I had the new journey knee replacement in 2007. The material between the upper and lower implants had failed twice now. It has been a year since the last shim was inserted and it has failed again. This means a total knee replacement procedure just to replace this shim. Twelve weeks off work and tens of thousands of dollars. The knee joint becomes, so loose it bangs and clangs together causing excruciating pain.